Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a wound at the magnet site. Subsequently, the patient was treated with antibiotics on (B)(6) 2016 (duration unknown).

Manufacturer narrative:
It was reported that the patient experienced skin necrosis at abutment site and was treated with oral and topical antibiotics (date and type not reported). (B)(4).